Manufacturer narrative:
The device was not received for evaluation. Manufacturing and inspection records could not be reviewed as device information is unknown. Based on the information received, the root cause of the reported event is unknown. Below are all related report numbers regarding this literature review (12 total for this article): note, this MDR is included in the list below. 2027754-2025-00037. 2027754-2025-00038. 2027754-2025-00039. 2027754-2025-00040. 2027754-2025-00041. 2027754-2025-00042. 2027754-2025-00043. 2027754-2025-00044. 2027754-2025-00045. 2027754-2025-00047. 2027754-2025-00048.

Event description:
A literature review identified the article, purbo sejati b, kusumaatmaja a, widiastuti mg, haniastuti t. Clinical and microscopic evidence of biofilm formation on titanium miniplates applied in maxillofacial surgery: a case series analysis. Case reports in plastic surgery & hand surgery. 2025 ;12(1):2535707. Doi: 10.1080/23320885.2025.2535707. Pmid: 40727035; pmcid: pmc12302400. In a retrospective case series, patients were identified who had maxillofacial surgery that resulted in a postoperative infection. All patients were treated with the osteomed 1.6mm and 2.0mm titanium miniplates. A total of 10 patients with a mean age of 33.4 years (range 17-56 years) underwent plate removal. Six (6) patients had an infection, 2 patients had wound dehiscence, 1 patient had pain, and 1 patient had implant loosening. Eight (8) patients achieved union, it was not specified if the remaining two patients had nonunion or malunion events. A total of 21 miniplates were removed and analyzed with scanning electron microscopy for bacterial biofilm morphology. The plates removed included: 7 bsso 4 hole plates, 6 l plates, and 7 curve 5 hole plates. The authors concluded that stricter postoperative protocols to monitor and treat patients with early signs of infection would improve the long-term outcomes for those patients.